Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). The sensor plug was removed and the plug assembly was inspected. No failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor temperature testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. The customer received unspecified lower sensor scan results compared to unspecified obtained on a competitor brand device and experienced "low blood sugar," seizure, and loss of consciousness. The customer was able to self-treat with orange juice and protein, with assistance provided by a non-healthcare professional. The customer also reported a blood glucose reading of 50 mg/dl. There was no report of death or permanent impairment associated with this event.